Manufacturer narrative:
Na

Event description:
It was reported that during a follow-up, high thresholds and low impedance were observed. X-ray revealed that the lead was tight. The patient was hospitalized and perforation was found. The lead was successfully repositioned.